Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor errors. The insulin pump took longer to rewind and required prime or rewind more than once also rejected new batteries. The insulin pump make loud or unusual grinding noise when priming. The customer reported crack on battery cap and piece chipped off on battery side. The customer did not heard alarms when they were went off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm, prime/fill anomaly or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Device had stripped battery cap coin slot, broken battery tube threads. The test reservoir locked in place properly and no anomaly noted.